Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21942. It was reported that the patient experienced ineffective therapy after patient had a fall and the leads migrated. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Further follow-up indicated that patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Effective therapy was restored postoperatively.